Manufacturer narrative:
Siemens filed initial MDR 2247117-2019-00101 on 6-dec-2019. Additional information (09-jan-2020): siemens further investigated and determined that interference from identifiable serum constituents or patient-specific serum were the potential causes for discordant falsely elevated human chorionic gonadotropin results. The instrument is performing according to specifications. No further evaluation of this device is required. Section b7 was updated to reflect the additional information. MDR 2247117-2019-00099_s1, MDR 2247117-2019-00100_s1, and MDR 2247117-2019-00102_s1 were filed for the same issue.

Manufacturer narrative:
The customer contacted a siemens customer care center to report about the discordant, falsely elevated human chorionic gonadotropin (hcg) results that were obtained on the immulite 2000 xpi instrument. A siemens customer service engineer (cse) was dispatched to the customer's site. There was no indication of an instrument malfunction. The cse inspected the probe alignment, checked volume aspiration, performed a water test and ran 20 replicates of quality control (qc). The cause of falsely elevated hcg results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required. This MDR is for the discordant results obtained on (B)(6) 2019. MDR 2247117-2019-00099, MDR 2247117-2019-00100, and MDR 2247117-2019-00102 were filed for the same issue.

Event description:
Discordant, falsely elevated human chorionic gonadotropin (hcg) results were obtained on four different samples from the same patient on an immulite 2000 xpi instrument across several days. The sample that was processed on (B)(6) 2019 was repeated on the same instrument, resulting comparably to 64 miu/ml result. A discordant hcg result was reported on (B)(6) 2019 and the result was questioned by the physician(s). The samples were repeated on a non-siemens' instrument at another lab. The results obtained on the non-siemens instrument were considered correct by the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated hcg results.